Event description:
Information received by medtronic stated that the insulin pump had a partial display. Customer stated that since (B)(6) 2021 when being outside with the insulin pump exposed to the sun or when placing the pump the back pocket, has noticed the screen has black streak lines. Customer declined to troubleshooting for the insulin pump overheating. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On 04/22/2021 the customer alleged device heating up and partial display. No partial display noted during testing. Insulin pump passed self test, sleep current measurement, active current measurement and displacement test. Device/ did not heat up during testing. The test p-cap locks properly in place in the reservoir compartment noted. Thus was utilized and downloaded trace/history files properly. In further full review in the insulin pump history, these battery related alarms were found failed battery test alarm on 04/24/2022 at 13:03:58,13:08:4 insert battery alarm on 04/24/2022 at 13:03:36, 13:04:33. No unexpected failed battery test and insert battery alarms during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Insulin pump received with pillowing keypad overlay and cracked case above arrow and battery icon identified during the visual inspection. In summary, insulin pump passed required testing. Customer alleged for device heating up was not confirmed. Customer alleged for partial display was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.